Event description:
A PICC line was inserted via usual procedure, no complications noted. Eight days after insertion the PICC line was noted to be leaking, a split was noted between the catheter and the hub. PICC was removed and a replacement PICC was placed on (B)(6) 2012.